Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an issue around 9.37 am on (B)(6) 2016. They heard the alarm on piic ix and they went in the room. Inside the room, they heard nothing on the monitor. The customer said there wasn't alarm on the monitor. The patient was monitored in the hospital. The patient had a brady cardia for two seconds.